Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia after temporarily disconnecting from the ilet insulin pump while their blood glucose (bg) was in-range. Several hours later, bg increased to approximately 700mg/dl, prompting emergency medical services (ems) intervention. The user was transported to the hospital and admitted for diabetic ketoacidosis (dka), where they were treated with insulin injections and intravenous fluids. The user was discharged on (B)(6) 2025 and has since reconnected to the ilet.